Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 412 mg/dl at the time of call. Customer was treated with insulin shot. Customer was in auto mode at the time. Customer also reported that the insulin pump had insulin flow blocked alarm and insulin was exited. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.